Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The insulin pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump was received with scratched display window and keypad overlay texture damaged.

Event description:
It was reported that the insulin pump's case was damaged where reservoir enters the insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.